Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level at the time of incident and current was 403 mg/dl. The customer did not provide details regarding symptoms of their high blood glucose episode. Customer was treated with insulin pump. Customer does not allege insulin pump was under delivering. Customer reports that the auto mode was not active at the time of the incident. Customer troubleshooting was performed for high blood glucose level. The insulin pump will not be returned for analysis.